Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was returned for evaluation. Microscopic examination and tactile inspection revealed a separation of the shaft at the collar/shaft area. Microscopic investigation found no irregularities or defects on the tip. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on analysis completed on 04mar2016. It was reported that catheter shaft kinked occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 145, 5-in-6 guidezilla guide extension catheter was used to help treat the lesion. During unpacking, it was noticed that the device was kinked. The procedure was completed with another guidezilla guide extension catheter. No patient complications were reported and the patient's status is good. However, returned device analysis revealed a separation of the shaft at the collar/shaft area.